Manufacturer narrative:
Date of event: for difficulty recharging: always has the issue (2011); overdischarges: most recent od: 2016 (within the past several months) and previous ods unknown dates.

Event description:
Information received from the manufacturer's representative reported that there was an alleged overdischarge (od) on the patient's implantable neurostimulator (ins). The ins battery was able to be recovered and a power-on-reset (por) was displayed. An end-of-service (eos) was also displayed. The patient claimed that they had let the ins battery deplete several times due to non-compliance as they had deaths in the family that delayed charging. The most recent od occurred within the last several months. It was unknown when the other previous od events occurred. The patient also alleged that they had difficulty with recharging. No symptoms were reported in the event. The representative was going to discuss the eos and replacement options with the patient. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs).

Event description:
Additional information received from the manufacturer representative indicated the device was in a good place and wasn't too deep. For the patient it was more a matter of compliance. The patient had been referred to another physician for a consult for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.